Event description:
During a lap assisted vaginal hysterectomy procedure,the stapler was fired with reloads across the uterine vessels and got poor hemostasis. A total of 4 reloads from the same lot number before asking for reloads from a new lot. Refired the device and got acceptable hemostasis with the new reloads. No patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results showed that four cartridges were returned spent and with no damage to the spring cartridge lockout. In addition, cartridges b-c-d were found to have b-form staples at their surface; evidence of a proper staple formation. No functional test could be performed. Cartridge a batch # v5c90e, cartridge b batch# a5ay48. Cartridge c batch# c5d40k, cartridge d batch #a5au7w.